Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) hard drive to lab use only (luo) testing equipment. The hard drive was not recognized when installed to the luo ccm, even after performing a basic input output system (bios) rest. A disk boot failure occurred each time the ccm was powered on with the original hard drive. It was determined that the hard drive did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the central control monitor (ccm) hard drive failed. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccm hard drive. The unit operated to the manufacturer's specifications.